Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer sent four representative samples for evaluation. The representative samples were visually examined with and without magnification. Visual examination of the returned devices revealed that the samples appear typical. No defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the balloon cuff on one of the returned et tubes. A lab inventory syringe was filled with air and then connected to the valve of the pilot balloon. Upon injection of air, both the pilot balloon and balloon cuff were able to inflate. The syringe was then removed and the cuff and pilot balloon were inspected for leaks. No leaks were detected. Both the pilot balloon and balloon cuff were able to deflate. The sample was submerged underwater to test for any leaks. No leaks were detected. This process was repeated for the three remaining representative samples with the same result. No issues were found with the returned samples as they were able to properly inflate and deflate. The reported complaint of cuff leak could not be confirmed since the actual sample was not returned. Upon functional inspection of the representative samples, no defects were found. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause.

Event description:
The complaint is reported as: "the tube cuff began leaking slowly and the patient needed to be repositioned and reintubated and turned prone before surgery could commence." No patient injury reported. The current condition of the patient is listed as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 125 devices were taken from current production at the manufacturing facility. A visual exam was conducted and no issues were observed. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "the tube cuff began leaking slowly and the patient needed to be repositioned and reintubated and turned prone before surgery could commence." No patient injury reported. The current condition of the patient is listed as "fine".